Manufacturer narrative:
A.5 and a.6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Refer to the related manufacturer report number as noted in section h10 for the report on the peel away introducer.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs) and the next day following start of the support, the patient experienced bleeding from the peel away introducer that had been left in place during the impella cp support. The peel away introducer was subsequently removed, and the repositioning sheath was advanced to achieve hemostasis. Support continued uninterrupted. Two days later suction events occurred, and the patient received a unit of packed red blood cells which helped resolved the suction. Impella mcs continued for an additional three days before being successfully weaned and device was explanted with a survived outcome.

Manufacturer narrative:
Additional information was received that provided further details regarding the event and noted the following: there was bleeding from the peel away sheath that was left in place. Peel away sheath was removed and repositioning sheath was cleaned and inserted. Impella secured per best practices. Insertion site now begin. The impella cp device was not returned and therefore, an analysis of the device was not possible. However, event logs were received and analyzed. A device history review was completed and noted the device passed all post sterile inspection checks. The data logs showed there was suction seen throughout the case. The suction alarm that was triggered was accurately triggered as the motor current minimum was within the expected curve. However, the placement signal was trailing down during this time. All optical 5s parameters were stable and pump flows were within specification, although slightly on the lower end. The suction alarms resolved, which was in conjunction with the clinical details stating that a unit of packed red blood cells helped resolve the issue. Based on the clinical details and data log analysis, the root cause of the suction is most likely patient related. Section h6 investigation coding has been updated accordingly based on the completed investigation. Refer to the related manufacturer report number as noted in section h.10 for the report on the impella peel-away introducer.